Event description:
It was reported that the bd eclipse sharps collector lid was broken. The following information was provided by the initial reporter: product is used by the phlebotomy team and they will use the corner to unscrew the multisample needle from the vacutainer holder. End user chooses to dispose holder separately from the sharps bin to maximise usage of the sharps bin. After a few times of unscrewing the multisample needle to separate from the vacutainer holder, the corner area started to tear off and cannot be use anymore. Sharps bin is approximately 1/4 filled at this point even though the corner of the sharps bin lid should be able to last the user till the sharps bin is entirely full.

Manufacturer narrative:
H6: investigation summary: photos representation was provided for the complaint. It confirmed that product is used by the phlebotomy team and they will use the corner to unscrew the multisampling needle from the vacutainer holder. End user chooses to dispose holder separately from the sharps bin to maximize usage of the sharps bin. After a few times of unscrewing the multisampling needle to separate from the vacutainer holder, the corner area started to tear off and cannot be use anymore. Sharps bin is approximately 1/4 filled at this point even though the corner of the sharps bin lid should be able to last the user till the sharps bin is entirely full as per photos received. According to the device history record review process, the result showed there were no issues reported as lid broken/damaged during the manufacturing process for the lot number reported (2021935). A review of the ncmr¿s was performed; the result showed there were no issues reported for the same part number and issue throughout the last twelve months. Based on this investigation and evidence provided, it can be seen the following: ¿ the needle detachment port for standard luer-lok syringes is damaged. ¿ with the lot number provided, we are able to confirm that this product was manufactured by flex on january 21, 2022. ¿ customer¿s verbatim within global complaint detail report is that product was used by the phlebotomy team and they used the corner to unscrew the multisample needle from the vacutainer holder. End user chooses to dispose holder separately from the sharps bin to maximize usage of the sharps bin. After a few times of unscrewing the multisample needle to separate from the vacutainer holder, the corner area started to tear off and cannot be used anymore. Sharps bin is approximately ¼ filled at this point even though the corner of the sharps bin lid should be able to last the user till the sharps bin is entirely full. With that explanation and to determine the root cause of this problem, additional information is required, such as the type of multi-sample needle used and the method followed. As part of our manufacturing process, we include an IFU (instructions for use) in each box in order to give customer the indications of how to properly use the product. In the IFU¿s is indicated where to insert the appropriate needle detachment port depending on which material is going to be thrown out. However, if the method established is not followed as intended, then it will not function correctly. Considering that failure mode is related to broken/damaged parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damaged. As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue, for this reason, this is considered an isolated issue. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there was not enough information like method used to manage product. As part of our manufacturing process, we include an IFU (instructions for use) in each box in order to give customer the indications of how to properly use the product. In the IFU¿s is indicated where to insert the appropriate needle detachment port depending on which material is going to be throw out. However, if the method established is not followed as intended then it will not function correctly. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Event description:
It was reported that the bd eclipse sharps collector lid was broken. The following information was provided by the initial reporter: product is used by the phlebotomy team and they will use the corner to unscrew the multisample needle from the vacutainer holder. End user chooses to dispose holder separately from the sharps bin to maximise usage of the sharps bin. After a few times of unscrewing the multisample needle to separate from the vacutainer holder, the corner area started to tear off and cannot be use anymore. Sharps bin is approximately 1/4 filled at this point even though the corner of the sharps bin lid should be able to last the user till the sharps bin is entirely full.

Manufacturer narrative:
Initial reporter phone #: (B)(6). The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.